Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis. The failure analysis investigations confirmed the customer reported complaint. The medium-large clip applier instrument was found to have a severely bent grip to be related to the customer reported complaint. The damage was found near the base of the clip groove, causing a 0.031" offset at the tips. As a result, the clip could not be properly loaded on the grips.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the medium-large clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the medium-large clip applier could not apply the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The incident with the clip applier did not occur while loading clip onto clip applier (prior to being inserted into patient) nor prior to clip application (instrument in patient). The incident with the clip applier occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The hem-o-lock medium-large polymer clip was the type of clips used with the clip applier instrument and the medium-large (green) was the size clip the surgeon used on the vessel or structure. It was unknown how many times had the subject clip applier been used during the case when the incident occurred. Furthermore, the issue was resolved using a back-up clip applier.